Event description:
Complainant alleged that while monitoring a pt the device powered-up without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction, complainant indicated that another device was obtained to continue monitoring the pt.